Manufacturer narrative:
The reported pressure sensor mismatch alarm is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information alleging a trilogy evo ventilator experienced a ventilator service required alarm. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the manufacturer's service center, ventilator service required alarm relating to 'press sensor mismatch' was found in the device's error log. The service technician states that the system printed circuit assembly (pca) board was initially replaced to resolve the issue, but the issue persisted. It is noted that the machine flow sensor showed the presence of fluid or solution inside. The machine flow sensor was then replaced as well in order to address the issue. The device passed all further testing.